Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter was replaced and the distal tip was damaged during preparation. The mapping catheter was replaced again with resolve and the case was completed with cryo. No patient complications have been reported as a result of this event.